Event description:
The customer contacted heartsine to report that their device was failing to power on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. Upon receipt the device history log confirmed multiple manual power-ons of 10-minute duration accounting for a depleted pad-pak resulting in the reported fault of the device not powering on. The fault was attributed to corrosion on the membrane panel, due to storage outside of the indicated conditions. The level of corrosion observed had also prevented the shock button from functioning. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.

Manufacturer narrative:
The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time; if the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.